Manufacturer narrative:
The concomitant medical products section has been updated. On (B)(6) 2024, the customer provided additional results for a previous patient sample. On (B)(6) 2023, the patient had an estradiol result of 841.6 pg/ml from an unknown analyzer. The elecsys estradiol result was 1358 pg/ml. The root cause of the event was found to be consistent with sample contamination with estradiol gel. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable elecsys estradiol iii assay results for 1 patient sample on a cobas e 801 modules. On (B)(6) 2023, the initial estradiol result was 1358 ng/l. The initial result was confirmed by repeat testing. On (B)(6) 2023, a new sample was collected and the estradiol result was <5 ng/l. The new sample was repeated and the result was <5 ng/l. It was determined that the initial high estradiol result does not match the patient's clinical picture.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.